Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the deployment of a 23mm sapien 3 valve, the delivery system balloon ruptured at the end of deployment, when the balloon was fully inflated. The valve was fully deployed in an 80:20 aortic/ventricular position and no paravalvular leak (pvl) was observed on tee. However, the valve was post dilated with a 25mm edwards balloon. During post-dilation, the balloon ruptured when the balloon was fully inflated. During crimping, the valve was not completely within the crimper and the open cell end of the valve flared. The qualcrimp was removed and valve orientation was confirmed. The final crimp was done 3 x 5 seconds and the flaring of the valve was corrected in the final crimps. The fluoro and tte images did not indicate anything unexpected. The valve frame looked ¿clean¿ with no visible sharp edges. The patient¿s native annulus/leaflets were moderately calcified. The calcification was diffuse and there were no protruding calcifications. There was no additional volume added to the delivery system balloon.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. The commander delivery system and bav balloon were able to be removed after the balloon bursts without injury to the patient or a cut-down.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, radial and longitudinal burst was observed. The balloon does not appear to be any pieces missing. No relevant functional testing could be performed due to the condition of the returned device (burst balloon). During dimensional analysis, the balloon single wall thickness was measured along the burst and was found to meet specification. Based on visual inspection of the returned devices, the complaint was confirmed for balloon burst. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for balloon burst was confirmed. No manufacturing non-conformities were found in the returned samples. Available information indicates that patient factors (moderately calcified native annulus/leaflets) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.